Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an absolute self-expanding stent was deployed and the stent was noted to have a kink at the distal part of the stent and the stent struts were flared. Due to the flared stent struts, a supera stent was implanted. There was no clinically significant delay in the procedure. No additional information was provided.